Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 40 mg/dl. The cause of bg was unknown. Reportedly, contact gave the customer glucose tablets to address bg. Recommendation was made by tandem technical support to consult healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump by the user and continuous glucose monitor was not in use on (B)(6) 2018. At 11 am, user requested a 5 unit bolus for 35 grams of carbohydrates without entering current bg. Cartridge change sequence was completed at 5:22 pm, with 13.5 units primed through the tubing. There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg could lead to a low bg event. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure.